Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver a dose when the button on the bolus cord was pressed. A bolus cord was connected to the docking station for delivery of an unspecified medication via an unspecified gemstar pump. It was reported that when the patient pressed the button on the bolus cord, the device did not sound an audible tone that indicated a dose was delivered. The bolus cord was replaced and after the patient pressed the button on the bolus cord, no dose was delivered. The docking station was removed from clinical service. The therapy was resumed using a replacement docking station. There were no reported adverse patient effects and no reported delay of therapy critical for this patient. No medical interventions were reported. During testing at the user facility, the bolus cord connection port on the docking station was missing a connection pin. Though requested, no additional information was provided.